Event description:
It was reported that during a ptca treatment procedure, the pt2 moderate support 185 cm guidewire fractured. The patient was asymptomatic during this event. The physician shaped the guidewire tip as a loop which was then delivered into the coronary sinus. He subsequently performed balloon dilatation of the target lesion. Upon removal of the pt2 guidewire, approximately 1 cm of the distal tip completely fractured and remains in the patient's coronary sinus.

Event description:
No add'l info is available regarding this event.